Manufacturer narrative:
A no external power alarm was confirmed in the review of the submitted log file. The log file contained approximately 35 days of data, spanning from (B)(6) 2018 16:38 to (B)(6) 2018 12:03, per the timestamp. The fixed speed was set to 9,000 rpm and the low speed limit was set to 8,600 rpm. No external power/low battery hazard alarms was captured on (B)(6) 2018 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. No other unusual events were captured in the remainder of the log file. The patient remains ongoing on vad support. No product available for investigation. The mpu listed under the patient's equipment history is serial number (B)(4). Review of the device history records found that mpu-24046 was manufactured with the v-lock ac connector (part number: 10001077 (rev. A), lot# 20165346). A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 5 months (calculated from the date when the mobile power unit (mpu) was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.